Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer¿s current blood glucose is 155 mg/dl. The customer's other blood glucose was 87 mg/dl. Troubleshooting was done for low blood glucose and over delivery. Auto mode status screen shows sensor not ready. Customer was treated with soda or juice. The insulin pump will not be returned for analysis.